Manufacturer narrative:
An additional lot number was reported (lot #m019970). No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. The customer's blood glucose levels during these events were above 200mg/dl but below 240mg/dl. During troubleshooting for the current occlusion alarms, a new cartridge was loaded onto the pump and the pump performed as intended. Reportedly, there had been a temperature change to the pump prior to the current occlusion alarm occurring. Tandem technical support advised the customer to avoid temperature changes to the pump.